Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event details: start date: on (B)(6) 2022. Event day: 0. Alert date: on (B)(6) 2022. Alert time: 04:15 pm. Country of event: can. Adverse event term: possible calcar split. Patient details: patient identifier: (B)(6). Sex: female. Age (at time of consent): 59 years. Additional event details: severity : moderate. Is the adverse event serious? No. Death: no. A life-threatening illness or injury: no a permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function: no led to a fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device : not related if the event is serious and device or procedure related, according to the definition documented in the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated?: n/a (if does not meet above criteria) relationship to primary study procedure : not related relationship to any other protocol: not related outcome : recovering/resolving end date : blank. Did this event result in the subject's discontinuation of the study? No. Intervention/treatment none: no. Medical intervention/modification: no. Diagnostic intervention: no. Culture taken: no. Physical therapy: no. Observation: no. Other: yes. Specify: cerclage wire a.surgical intervention of the study hip: (select none or all that apply) none: yes. Irrigation & debridement (I&d): no. Arthroscopy: no. Revision: no. Orif: no. Other: no. B.components removed: (select none or all that apply and complete end of study form). None: yes femoral stem: no femoral head: no acetabular cup: no dual mobility metal. Liner: no dual mobility polyethylene liner: no c. Date of surgical intervention: blank.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.